Event description:
It was reported that a lead warning triggered due to high impedance on the right ventricular (rv) lead. In addition, an increase in thresholds, and high thresholds were exhibited. Lead noise could also be seen during isometric testing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.